Event description:
Additional information was received that he patient had a generator replacement reported to be due to end of service. Good faith attempts for product return have been unsuccessful to date.

Event description:
The generator was returned to the manufacturer for evaluation. The generator was found to be at end of service and it was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported via clinic notes received that the patient normally experiences 1-2 seizures per day involving eye deviation, stretching of the left arm, and leaning to the left lasting a few seconds however about two weeks prior to a note dated (B)(6) 2012, the patient had a cluster seizure bursts lasting an hour requiring the use of diastat. A note dated (B)(6) 2012 stated the vns is now indicating it is at end of service. An earlier note dated (B)(6) 2011 indicated vns magnet swipes do not help with the patient's seizures. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's generator is likely.

Manufacturer narrative:
Brand name, corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time. Model #, corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time. Serial #, corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time. Lot #, corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time. Expiration date (mo/day/yr), corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time. Device manufacturer date (mo/day/yr), corrected data: the initial report inadvertently did not provide the generator information even though it was known at that time.

Event description:
Additional information was received that the increase in seizures were not related to vns and the generator was functioning at the time and was not at end of service. The patient was aware enough during the seizures to resist his mother using the magnet. The increase in seizures was below pre-vns baseline. There were no causal or contributory programming, medication or external factors the preceded the event that the office was aware of or reported to the physician.